Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, difficulties were encountered trying to connect the implantable cardiac monitor (icm) to the programmer.  Several attempts were made however were unsuccessful. The icm was replaced with no connection issues noted. No patient complications have been reported as a result of this event.